Event description:
It was reported that this right ventricular (rv) lead has showed gradual increase of the shock impedance over the last months, to the point of being 110 ohms. Technical services (ts) reviewed the case and indicated that over 125 ohms the measurement would be considered out-of-range and over 145 ohms would truncate energy delivery. In addition, the capture thresholds have gradually increased as well. These conditions indicate a possible lead integrity issue and may be best to consider replacing this product, according to ts. Further information was received indicating the patient cardiac resynchronization therapy defibrillator was replaced due to normal battery depletion, but this rv lead was not changed, due to physician discretion. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This correctional report is being submitted as this event is no longer consider reportable. According to technical services, shock impedances below 120 ohms are not out-of-range. Thus, the reported measurements should not be concerning of causing a serious injury or an adverse patient effect. This event does not meet reportable malfunction criteria.

Event description:
It was reported that this right ventricular (rv) lead has showed gradual increase of the shock impedance over the last months, to the point of being 110 ohms. Technical services (ts) reviewed the case and indicated that over 125 ohms the measurement would be considered out-of-range and over 145 ohms would truncate energy delivery. In addition, the capture thresholds have gradually increased as well. These conditions indicate a possible lead integrity issue and may be best to consider replacing this product, according to ts. Further information was received indicating the patient cardiac resynchronization therapy defibrillator was replaced due to normal battery depletion, but this rv lead was not changed, due to physician discretion. This rv lead remains in service and no adverse patient effects were reported.